Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (405 mg/dl). Reportedly, elevated bg's are possibly due to the customer being sick and other medical conditions not related to their diabetes. Customer stabilized bg levels with an insulin pen. Customer declined to perform troubleshooting with tandem technical support.